Event description:
It was reported that the patient experienced discomfort and pain at the implantable cardiac monitor (icm) implant site. The icm was explanted and replaced on (B)(6) 2025. The patient was in stable condition.